Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, rep opened the implant box, went to tear off top peel pack to put sterile implant on the field and the inner peel pack was stuck to the under side of the outer peel pack. The hospital questioned the sterility of the implant, so rep opened back-up implant to use on patient.